Event description:
It was reported that the device had a bubbled-up dso seal and unresponsive keypad. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Could confirm customers complaint during product verification testing (pvt) that the keypad was damaged. Probable root cause was the keypad was damaged. Could also confirm from visual inspection that the downstream occlusion (dso) seal is slightly bubbled; however, there is no failure to the sensor, no contamination, no delamination, and no cracking. The dso seal isn¿t pulling up on the sides. No issue was found with the dso seal. Replaced the keypad. Ran functional test to confirm repair. Updated software. The unit is running normally at this time. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.